Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that a folfuser underinfused during patient use. At the end of the two-day infusion period, the reservoir was observed to be half-full. This suggests an infusion flowrate that is 50% of the expected rate. The concomitant medical products are currently unknown. Infusion flow rate less than 70% of expected rate could lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The sample is not available. No additional information is available.